Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after receiving persistent ¿low¿ readings from a dexcom g7 while using the ilet system, during which the patient felt high, performed a fingerstick that read ¿hi,¿ and administered a manual subcutaneous correction of 5 units of rapid-acting insulin; the patient later replaced the cgm sensor and glucose trended down into range. Symptoms included nausea and vomiting. Outcomes included temporary elevated blood glucose above 180 mg/dl for about five hours without medical intervention or hospitalization. Investigation included review of event details and troubleshooting guidance provided to the patient. Investigation of this case revealed that the hyperglycemia occurred while cgm readings were discordant with fingerstick and patient symptoms, and the patient used backup insulin therapy and replaced the cgm sensor with subsequent improvement. It was concluded that hyperglycemia occurred with cause unclear, associated with inaccurate cgm readings leading to delayed correction and subsequent manual insulin administration. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.